Event description:
It was reported that patient was complaining of a warm internal sensation around the ipg when the stimulation cycles on. In interrogating device, the tablet displayed an oor alert and the contact 8 (one of two active contacts on the right lead) had high impedance measurements (>5k). Patient is admitted to hospital for seizure monitoring. On 8/16 her device was checked prior to an MRI and all impedance measurements were normal. On 8/17 her device was checked in the morning and all impedance measures were normal prior to a programming change. Late afternoon on 8/17 it was checked again prior to a programming change and the impedance measurement for contact 8 showed a high out of normal measurement. In checking the device on 8/18, after calling the manufacturer representative (rep) for assistance, the contact 8 impedance showed high, so the active cathodes were changed from c+, 8-, 9- to c+, 9-, 10-. Impedances were checked at 1.0ma several times with consistently high results on contact 8. Actions taken included changing the stimulating contact. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause of the impedance issue as well as the warm sensation was not determined, it was not determined if the warm sensation was impedance related. The oor was appeared to be caused by the high impedance on contact 8 (open circuit). The patient hospitalization was due to their epileptic seizures. Actions taken to resolve the issue were the epileptologist ordered xrays of the patient¿s chest (where the ipg is implanted) and the patient¿s head (where the lead/extension connection is located). There were no areas of concern evident on the images. The stimulation field was changed to avoid contact 8. No other planned action. If the patient requires an MRI in the future, the surgeon will need to get involved to determine the cause of the high impedance and correct it. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.